Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A preventive maintenance was performed and the vacuum pump oil, catalytic decomp filter, oil mist filter and vaporizer valves were replaced. Unit meets specifications and was returned to service.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, system risk analysis, and CAPA. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months ((B)(6) 2014 to (B)(6) 2015) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from (B)(6) 2014 through (B)(6) 2015 revealed a significant trend for one month which is being investigated. The fmea revealed the risk priority number for this failure mode is greater than the acceptable limit and was addressed through CAPA. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells issue are the components of the vacuum pump flush kit and preventative maintenance kits. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 100nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.